Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers gd895250, gd895276 and gd895748 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as cmplnt(B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized 3 days after onset. Treatment was not reported. On an unknown date, the pd catheter was removed due to colonization and the patient was switched to hemodialysis. The cause of the peritonitis was assumed to be a touch contamination, but was not confirmed. The patient was discharged 6 days later and was recovering from peritonitis. No additional information is available. This is report 4 of 4 involved in this peritonitis event.